Event description:
It was reported that the patient was experiencing inadequate stimulation despite multiple reprogramming. It was also noted that the ipg area remains sore. The patient underwent a spinal cord stimulator explant procedure and was doing well postoperatively. The explanted devices will not be returned as the facility did not release it.

Manufacturer narrative:
Date of event: exact date unknown, event occurred a year ago from date manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(4). Batch: (B)(4).